Event description:
It was reported the patient received inappropriate therapy. The patient decided to take a bus to the ER to have his lead revised because he said there was something wrong with his lead. At the ER, the device was working perfectly while the caller was working with the patient. Strips were faxed to technical services for review. Based on the review of the strips, the lead had t-wave oversensing and ventricular ectopy with occasional retrograde conduction, but this was not consistent with a lead fracture. The ER physicians were to contact the patient's electrophysiologist for further discussion. The ER physician was going to turn off detections and send the patient via ambulance to the hospital for a changeout since it was 3 hour drive. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.